Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection under magnification shows no electrode wear with minor discoloration from activation. There are no manufacturing abnormalities observed with the returned device. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and performed as intended. At no time during functional testing the wand continued to activate while the foot control was not pressed. The suction line performed as intended. The complaint could not be verified as the returned device performed as intended. The root cause could not be determined with confidence as there are several factors unrelated to the manufacture or design of the device which could have contributed to the reported event including: there could be a discrepancy with the foot control receiver and/or cable which were not returned for evaluation. It is possible that excessive tensile stress applied to the cable could have partially broken one or more signal wires causing an intermittent connection. More than one wireless foot control assembly in the general vicinity could have the same frequency; therefore, inadvertently allowing activation.

Event description:
It was reported that the device got stuck on the on position. No patient injury was reported. The device continuously run.